Manufacturer narrative:
A ge service representative performed an onsite investigation and could not duplicate the reported problem. The lemo cable was replaced. No further information is available.

Event description:
The customer reported that the system displayed an error message and would not perform fluoroscopic x-ray. No patient injury was reported.